Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the atrium was still and after many attempts to place the lead a good pacing site could not be found. The physician decided to implant a single chamber device

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing lead was attempted to be placed but not used for an unknown reason. The lead was removed and replaced. No patient complications have been reported as a result of this event.